Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and correct alleged complications caused by the 3dmax. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document the additional information provided and to correct the date of implant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 6 months post implant of the 3dmax mesh, patient was diagnosed with hernia recurrence, pain thereby underwent repair procedure. Per operative notes, ¿the previously placed mesh had migrated laterally exposing the direct area and therefore the recurrence.¿ review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and correct alleged complications caused by the 3dmax. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information: (B)(6) 2014 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per operative notes, " the direct and indirect hernia defects were identified and the sacs were freed up. We then placed a large 3dmax mesh right side in the preperitoneal space securing it to the tissue anteriorly and to the pubic tubercle medially.¿ (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia. (B)(6) 2015 - patient underwent laparoscopic repair for recurrent right inguinal hernia and excision of spermatic cord hydrocele. Per operative notes, "there was no evidence of an indirect defect, but there was evidence of direct defect. The previously placed mesh had migrated laterally exposing the direct area from the pubic tubercle and therefore the recurrence. A large synthetic mesh was placed in the preperitoneal space and sutured." (B)(6) 2017 - patient visited hospital for right groin pain. Attorney alleges that the patient had hernia recurrence, mesh migration, pain and emotional injuries.